Event description:
An implant card was received by the manufacturer notifying that vns patient underwent full revision surgery due to skin erosion. The lead impedance was checked after surgery and marked ok on the implant card. Review of manufacturing records confirmed all tests passed for the device prior to distribution. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Further clarification was obtained from site that the patient has got some hit on chest and the skin went sore.